Event description:
It was reported that, prior to use, the stent dislodged from a 3.00x28 mm xience alpine rx stent delivery system (sds) when the protective sheath was removed. Slight resistance was felt during removal of the protective sheath due to a flared stent strut. The device was not used and there was no patient involvement. A new same size sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation/flared was able to be confirmed. The reported dislodged/dislocated stent was able to be confirmed. The reported difficulty to remove the sheath was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.